Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker had two and a half years remaining longevity. Boston scientific technical services (ts)\ advised it might be premature battery depletion (pbd). To date, this device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this pacemaker had two and a half years remaining longevity. Boston scientific technical services (ts) advised it might be premature battery depletion (pbd). To date, this device remains implanted. No adverse patient effects were reported. Additional information received indicates that this device was surgically explanted and replaced. No additional adverse patient effects were reported.